Manufacturer narrative:
The investigation by the manufacturer general medical merate has been completed and the root cause of the injury was determined to be a service error. The field engineer (fe) did not apply the basic safety procedures because they activated table movement without first ensuring service personnel hands were clear of the area. Within the service manual there is clear warning when servicing moving parts which states ¿it is absolutely necessary to disactivate electric power supply after each positioning. Do not execute any intervention on parts while the equipment is moving. Do not execute any intervention on parts with equipment electrically supplied.¿ the field engineer was reminded to always follow all warnings and cautions within the service manual. No further corrections are needed.

Manufacturer narrative:
Investigation of the event is being completed by the manufacturer of the precision xr/I system which is (B)(4). Upon completion of the manufacturers investigation, ge healthcare will provide a follow up report.

Event description:
On (B)(6) 2017, two ge field engineers were performing maintenance at (B)(6) hospital center in (B)(6) on a precision rxi system. As they were cleaning the mylar located under the table top, one of the field engineer left hand became entrapped between the table side cover and the table frame. The ge field engineer was taken to the emergency room and was diagnosed with lacerations and non-displaced fractures to the palmar dorsal 2nd and 3rd metatarsals without deficit that required medical and surgical intervention to preclude a more serious injury. The severity of the fractures and laceration was deep, 3mm, and characteristic enough that per the judgment of the treating physician, the wound required a microsurgical repair technique followed by a closure intervention with surgical sutures. This complaint was received on a precision rx/I system which is imported/distributed, but is not manufactured by gehc. The manufacturer of the precision xr/I is (B)(4).